Manufacturer narrative:
(B)(4).

Event description:
It was reported that a significant rise in impedance and capture threshold were observed. A chest x-ray revealed potential twiddlers syndrome. The lead was explanted abd replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.